Manufacturer narrative:
Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on available information, the reported hypotension, mitral stenosis, and hypertension appear to be related to the procedure (change in hemodynamics after clip grasping, effects of general anesthesia). Additionally, the reported patient effects of hypotension, mitral stenosis, and hypertension are listed in the mitraclip g4 system instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), mitral pressure gradient (mpg) of 4 mmhg and a restricted posterior leaflet for a mitraclip procedure. During the procedure, mitraclip nt was used to grasp leaflet at anterior and posterior leaflet 2(a2p2) central and medial region. The mr was improved after grasping the leaflets. The procedure was terminated due to progression into mitral stenosis(ms) as the mpg rose to 6mmhg, and a decrease in blood pressure and an increase in pulmonary artery pressure was observed. Once the leaflets were ungrasped, the mpg returned to baseline. The mpg decreased from baseline to 2mmhg after removal of the steerable guide catheter(sgc). The patient remained hemodynamically stable after device removal. The procedure discontinued without implanting a clip. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), mitral pressure gradient (mpg) of 4 mmhg and a restricted posterior leaflet for a mitraclip procedure. During the procedure, mitraclip nt was used to grasp leaflet at anterior and posterior leaflet 2(a2p2) central and medial region. The mr was improved after grasping the leaflets. The procedure was terminated due to progression into mitral stenosis(ms) as the mpg rose to 6mmhg, and a decrease in blood pressure and an increase in pulmonary artery pressure was observed. Once the leaflets were ungrasped, the mpg returned to baseline. The mpg decreased from baseline to 2mmhg after removal of the steerable guide catheter(sgc). The patient remained hemodynamically stable after device removal. The procedure discontinued without implanting a clip. There were no adverse patient effects or clinically significant delay.